Event description:
It was reported by the patient's daughter that the her mother's lead "came undone and caused her chest and arm to jerk." The patient was taken to the emergency room. Additional information received by the physician office indicated that there was no capture. The patient had a "large vessel" and the physician opted to change the lead for fixation purposes. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.